Manufacturer narrative:
The lot number for all four of the reported malfunctions was provided and lot history reviews were performed. For all four malfunctions, the devices have not been returned for evaluation; therefore, the investigations are inconclusive for the material rupture as no objective evidence has been provided. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. (Corporate lot no: cmdx0027).

Event description:
This report summarizes four malfunctions. A review of the malfunction indicated that model u41501h12rx pta balloon dilatation catheter allegedly experienced material rupture. These reports were received from various sources. All malfunctions involved a patient with no patient consequences. Of the four patients, one was a (B)(6) year old male and weight was not provided. All other patients information was not provided.